Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention" and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product. In the optional procedure for filter retrieval section of the IFU, it states: ¿if the filter is retrieved, it should be done within 175 days following implant.¿ this device can remain permanently implanted.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2014. The patient had a CT scan approximately 27 months later, on or about (B)(6) 2016 which allegedly showed the filter perforated the vena cava and one leg of the filter was contacting the lateral aorta. The patient had an additional CT scan completed 14 days later, on or about (B)(6) 2016, which allegedly showed the filter was tilted, embedded and some struts of the filter had perforated the vena cava. It was allegedly determined that the filter was¿ irretrievable and should remain in position because forceful removal of the filter may cause inferior vena cava trauma with potential hemorrhage.¿ the patient alleges ¿significant injuries¿ including tilt, embedment, perforation and irretrievability of the filter which the patient further alleges places them at an ¿increased and continual risk of complications.¿ argon¿s attorneys are attempting to gather additional information.